Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient ID: no patient information provided to date after requests to customer (B)(6) 2022. Unique identifier: (b)(40. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
The customer resolved the issue.